Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that during the case, the lead was inserted and torqued and contact 2 was >4k with everything when impedances were checked. When they removed the lead, it was not secure and came right out. Technical services reviewed that can happen if the set screw is backed out too far. The caller stated that they opened another ins. Contact 2 was still >4k and the surgeon opted to close anyways. In post-op, high impedance on contact 2 had resolved but then the caller observed a <(><<)>50 on c1 and c2, neither of those are used in programming. The caller will send the ins that was abandoned back for analysis. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.